Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right cosmetic breast implant deformity mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old caucasian female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant on both sides and left side rupture was discovered during bilateral replacement surgery with catalog number 3507320mc; serial number (B)(4) on the left side, and with catalog number 3507320mc; serial number (B)(4) on the right side on (B)(6) 2022. Patient felt change in left implant. Had not done imaging and decided to replace, and left side rupture was found during bilateral replacement surgery. On (B)(6) 2022, mentor became aware that patient also experienced bilateral cosmetic breast implant deformity in addition to left side rupture. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On august 26, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 300cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).